Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board and the display adapter board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that both monitors went black. This would result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.